Event description:
Customer reported that a patient with known anti-k did not react with k positive cells o.8% resolve panel a lot 8ra181. No death or serious injury was associated with this incident.